Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damage display issue. The display on the animas pump reportedly is cracked. The screen reportedly is hard to read. In addition, there is no protection lens on the lcd. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/26/2013 with the following findings: investigation revealed a cracked display lens around the bottom right of the display lens. The display screen was still able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.